Event description:
It was reported that the patient presented during a routine follow up. Upon investigation, it was discovered that the right ventricular lead was dislodged and there was no capture. The patient was scheduled for an explant procedure. During the explant procedure, the left ventricular lead got tangled and was dislodged. The two leads were extracted. New right ventricular and left ventricular leads were implanted. Patient condition was stable prior and post procedure.